Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient stated she wasn't getting any relief and on wednesday, (B)(6), the wires and batteries were replaced so everything was new. It was confirmed that the patient had revision on the right and left systems and her wires were placed in the 3rd sacral foramen. It was also mentioned that the patient got two new patient programmers as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was peeing every hour after 'umpteen' reprogram sessions. Patient noted sometimes they went every 45 minutes if they drank a lot. Patient stated they went through 3-4 periods of relief but their urinary symptoms always returned. Patient stated they had never had improvement in symptoms. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1esza serial# implanted: (B)(6)2017 explanted: product type lead . (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said both leads have a certain degree of "impedance" and the battery is low. An x-ray was taken and the patient is scheduled for surgery in (B)(6) to replace the leads. On the left side, the patient said the device is usually set at 2.0v or 1.9v and they can feel a strong muscle contraction in their buttock. Patient said now if they have the left device on 3.3v, they can hardly feel stimulation. Maybe after 48 hours, they will stop feeling stimulation and they have to increase. The patient said if stimulation goes above 1.5v on the right side, it is obnoxious. The patient said their healthcare provider (hcp) said the wires don't look that bad, but they thought the leads should be replaced. No trauma/falls have been reported that could be related to the issue. The patient has also been voiding every hour and sometimes not even that. They said when they had "no impedance," they had 2 hours of relief. This is the second time both of the devices have had an "impedance." The patient mentioned a manufacture representative (rep) programmed around the impedance the first time. Lead placement was reviewed. No further patient complications have been reported as a resul t of this event.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3889-28, lot# va1esza, implanted: (B)(6) 2017, product type: lead. Product ID: 3889-28, lot# va1esza, implanted: (B)(6) 2017, product type: lead. This event was also reported under manufacturer report #3004209178-2017-19087. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the cause of the impedance issue, low battery, obnoxious stimulation, and lack of stimulation was not determined. This was the second time impedance was detected in both stimulators. X-rays showed the wires were not in an optimal position; one was pushed in and the other was pushed out. The battery was also low and they noted that, on (B)(6) 2017, both wires and the battery were going to be replaced. The patient hadn't fallen or done any exercises that would account for the situation. They thought the unit was poorly constructed.